Event description:
The customer reported an over infusion of hydromorphone. The customer indicated the user may have installed a hydromorphone syringe with a 1 mg/ml concentration but programmed the pca for hydromorphone 0.2 mg/ml. The patient received 46 mg of hydromorphone within 90 minutes. The customer requests an event log review to determine when the pca syringes were changed and when the hydromorphone concentration was changed. The was no patient harm reported and medical intervention required. Although requested, no additional patient or event details were provided by the customer.

Manufacturer narrative:
(B)(4). The event logs have not been received. A follow up report will be submitted with evaluation results should the logs be received for evaluation.